Event description:
A fallopian tube clip was being applied, when it dislodged from the applicator and fell into the pt's abdominal cavity. The clip was retrieved by the physician without any particular difficulty. Another clip was applied with a second applicator with no problems reported.